Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this atrial lead exhibited noise and oversensing. The lead was removed from service and replaced during an elective procedure to upgrade the associated device. No additional adverse patient effects were reported.